Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, rewind anomaly, no communication between pump to transmitter. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-332a, mmt-399a, mmt-7811na, mmt-7020a. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump and the transmitter. No product return is required for mmt-1780kl. No product return is required for mmt-332a. No product return is required for mmt-399a. No product return is required for mmt-7811na. No product return is required for mmt-7020a.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump¿s history and trace files downloaded successfully using thus software. Pump properly paired guardian transmitter. No communication anomaly noted. Unit calibrated with sensor and test plug. No calibration anomaly noted. No lost sensor alarms noted. No unexpected insulin flow blocked alarms noted during testing. No unexpected rewind anomaly noted. However, no delivery alarms noted in the pump history on (B)(6) 2024 at 19:31:28.000 during bolus. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (23.5mv at zero offset). No damage noted at the electronic assemblies during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overall, stained keypad overlay, and cracked battery tube threads. Alleged insulin flow block alarms not confirmed during testing. Alleged rewind anomaly not confirmed during testing. Alleged lost sensor alarms not confirmed during testing. Alleged no communication between pump and transmitter not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.